Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer opted to use a backup insulin pump to ensure continuous insulin delivery.